Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported patient changed the soft cannula of the infusion set on (B)(6) 2014. Caller stated the patient detected that the tube was partly separated from the luer-lock. No health problems reported. No adverse event reported. Requested return of the alleged infusion set for evaluation.